Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high glucose (glu) patient results generated on two (2) different au5822 automated chemistry analyzers (serial #s (B)(4)) used in conjunction with the glucose reagent (lot #2176). This report documents the results obtained on the au5822 instrument serial # (B)(4). When the samples were re-measured, the result values were significantly lower. The customer only provided data for one (1) patient sample where the original result yielded 208 mg/dl and the repeat was 105 mg/dl. The customer did not specify which instrument was used to generate these particular results. The customer indicated that no abnormalities were observed from this sample. No erroneous patient results were reported out of the laboratory and patient treatment was not affected in this event. Per customer, all high glu results are being repeated.

Manufacturer narrative:
Qc or system information was not provided by the customer. It was observed that there are no carry-over settings for the creatinine reagent to the glucose reagent for the au5800 instruments. Since this has been observed, the reagents have been separated onto different rings by the customer. No further issues have occurred. Investigation is still on-going. A possible cause is probe contamination from creatinine into glucose. This report is related to MDR 2050012-2012-00468 that documents the results generated on the au5822 instrument serial # (B)(4).